Event description:
The pt reported that she was at work and smelled insulin. She checked her infusion set tubing and noticed that the tubing had separated at the luer lock connection. She stated that she tested her blood glucose and it was 500mg/dl. She reported that she immediately changed her infusion set tubing and bolused to reduce her blood glucose value. The pt's normal blood glucose reading is 120mg/dl. The pt did not report requiring assistance from a healthcare professional or second party to address the issue. The product has been discarded and therefore will not be returned for eval.